Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4) - no consequences or impact to patient; no known device problem. Evaluation method: lens work order search. Results: no lens was returned in packaging. A lens work order search was performed and no similar complaint was found. Conclusions - (no device failure): the product pertaining to this complaint was not returned for evaluation. Based on the complaint history and lens work order search, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4). Lens was discarded by the facility.

Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic in the patient's right eye. Due to the patient's anatomy, the physician cut the lens to remove from eye. The physician switched to a three piece lens. There was no incision enlargement and no sutures needed. The lens was discarded by the facility. No patient injury. This event was not lens related.